Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted tones every 6 hours. Technical services recommended calling his physician to have the device interrogated. The patient did not report any symptoms.